Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for no motor movement or negligible movement and retries to free a stuck motor failed. Customer was not able to rewind the insulin pump. Customer¿s blood glucose was 116 mg/dl. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Customer declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test, unit was received with pump error alarm problem isolated to the motor. No physical damage noted on motor assembly during visual inspection. However, motor was tested out side the device and failed alarming pump error. Unit was received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
Device not received in stuck manufacturing mode. Device passed displacement test, device received with no motor movement or negligible movement. Retries to free a stuck motor failed alarm problem isolated to the motor. No physical damage noted on motor assembly during visual inspection. However, motor was tested out side the device and failed alarming no motor movement or negligible movement. Retries to free a stuck motor failed error. Device received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.